Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal eri (elective replacement indicator). There were no allegations reported against this device's function or operation while implanted.